Event description:
It was reported that a no disposable pump won't run alarm occurred. Additionally, air in the line was noted. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. No serial number was provided; therefore, a device history record (DHR) review could not be performed. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.